Event description:
Event not pt related. Nurse experienced electrical "shock" while opening the door of an IV infusion pump. He was seen in employee health for numbness and tingling of the left hand. He was given tylenol and was followed up medically but no other reported treatment. Nurse was back to work shortly thereafter. Risk manager was recently made aware of a workers comp. Claim.